Event description:
It was reported that "when the product was used, it was observed that it was difficult to pass the infusion solution." The event occurred in late feb-2024. This occurred during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Investigation codes: updated. Investigation summary: one (1) sample was received for evaluation in a plastic bag without original packaging in used conditions. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the sample. The sample was assembled in the level 1 system equipment to introduce distillated water and verify the correct functionality of the sample. During the test, a leak was found in union of tube and end cap. The failure mode reported in the complaint is ¿a0350 - occluded/blockage¿, but as a result of the investigation, it is concluded that the correct failure mode was ¿leaking¿. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.